Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock, and the right ventricular (rv) lead exhibited high impedances and an apparent fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.